Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/17/2016. Information contained in this report was previously submitted through psr on 7/24/2017. Information contained in this report was previously submitted through psr on 7/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and pain-ndr.

Event description:
Patient reported right breast is ¿painfully hard and looks abnormal due to capsular contracture,¿ baker grade iii. No indication of treatment or surgical reoperation, device remains implanted.